Event description:
Reportable based on device analysis completed on 31jan2022. It was reported that shaft kink occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was kinked at 30cm distal to the hub. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 48mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal section of the stent were found to be bunched distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a hypotube fracture at 13 cm proximal to the wire exchange port. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.